Event description:
Philips received a complaint regarding a v60 ventilator indicating that tidal volume was not reading or delivering correctly, with reported values abnormally low (less than 100). The customer reported that the device was in use at the time of the issue. The device was subsequently removed from the patient, and no patient harm was reported. No additional patient impact was identified. The customer evaluated the device with assistance from the remote service engineer (rse), who confirmed the reported tidal volume issue. The customer requested onsite service for further evaluation and repair. An onsite service request was created. A field service engineer (fse) was dispatched for onsite service and repair.

Manufacturer narrative:
O2 information omitted in initial report. "Philips received a complaint regarding a philips v60 ventilator indicating that tidal volume values were not reading or delivering correctly, with reported displayed values abnormally low (less than 100) and incorrect oxygen output". This does not impact the codes previously submitted,

Manufacturer narrative:
During evaluation, the biomedical engineer (bme) reported that the values displayed on the main screen were inaccurate, preventing the customer from appropriately setting ventilation parameters because the displayed readings did not correspond correctly to configured settings. No device error codes or alarm messages were reported during the event. Diagnostic activities included preventive maintenance procedures, operational testing, and inspection of the gas delivery system (gds) assembly. The issue was successfully replicated during evaluation. Additional inspection identified that the board associated with the gas delivery system assembly was missing multiple screws required to properly secure the board. It is determined based on the available evidence that the reported tidal volume display malfunction was confirmed during engineering evaluation and diagnostic testing. The issue was successfully replicated, and inaccurate displayed parameter values were observed during device operation. Evaluation findings identified abnormalities associated with the gas delivery system (gds) assembly, including missing screws securing the associated board. Replacement of the gds assembly resolved the reported issue. Following replacement, the device underwent full performance verification testing per philips service standards and v60 service manual procedures. Functional testing confirmed that tidal volume readings and displayed parameter values were operating correctly and consistent with configured settings following repair. The device successfully passed all required verification testing and met specifications for the service performed. The device was subsequently returned to service.